Event description:
It was reported that the bd alaris¿ lvp 20d 1.2m experienced flow issues. The following information was provided by the initial reporter: lipid tubing difficult to prime on initiation. Lipids would not infuse, pump alarmed "occlusion patient side." New lipid tubing primed for use.

Manufacturer narrative:
Investigation summary: 1 used sample was returned for quality investigation by the customer. It was reported by the customer that lipids would not infuse, pump alarmed "occlusion patient side "was not observed. Prior to functional testing the sets were visually examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to an IV bag filled with 85% glycerin / 15% water solution and allowed to prime using gravity. The set was loaded into an alaris pump and an infusion run with a 1ml/hr rate was started. The infusion was stopped after approximately 22 hours. There was no "occlusion" prompt on the pump. The customer complaint could not be replicated. A device history record review for model 2202-0007 and lot number # 22036337 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 28mar2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot. The root cause of this complaint could not be definitively determined because the issue could not be replicated. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.